Manufacturer narrative:
(B)(4) - device 7 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 7 infusion sets fell off events over the last two months due to adhesive issues event on 14-april-2024.the event occurred within 1 day of insertion.the blood glucose level value was high at the time of event therefore the patient was treated with correction injection via mdi. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.